Event description:
A malfunction was reported on the pump by the caller, who noted that a CT scan was conducted two weeks prior. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assistance to reset the pump, which did not experience further malfunctions after resetting. The customer was advised to continue using the pump and to contact technical support if the issue recurred. No further assistance was requested.